Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis, with blood glucose over 400 mg/dl. The customer stated that she last changed her infusion set the day before the event. The customer also stated that following the event, she experienced high blood glucose levels over 600 mg/dl after changing her infusion set twice the night before. Programming was correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.